Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this pacemaker system was scheduled to undergo a magnetic resonance imaging (MRI). However, when reviewing conditions with technical services (ts), it was noted that there was noise and high out of range pacing impedance measurements greater than 3000 ohms in the right ventricular (rv) channel. Additionally, it was noted that a lead fracture was suspected and that there was loss of capture (loc). This rv lead remains in service. No adverse patient effects were reported.